Manufacturer narrative:
Product event summary: the data files were returned and analyzed. There were no system notices seen on the date of the event. Clinical issues were encountered during the procedure. The sheath was not returned for investigation. There is no indication of relation of adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced an effusion that progressed to a cardiac tamponade. The patient's hospital stay was extended for surgery to repair the effusion. The case was aborted and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.